Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-02-12 h6: investigation summary bd received 6 samples for investigation. 4 returned syringes were drawn with water, the eclipse signal needle was removed, and green end cap was tightened up to the barrel. During this function test no leakage was observed, and the end caps were observed to be tight to the barrel. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode. See h10.

Event description:
It was reported that after sampling with a bd preset¿ eclipse¿ the protective cap did not close properly and sample leakage occurred. The following information was provided by the initial reporter, translated from french to english: after sampling, the green stopper turns in a vacuum and does not close properly, so many samples taken by the emergency department arrived at the analysis laboratory with problems of maladjustment of the stopper and leakage.

Manufacturer narrative:
Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 0239025, medical device expiration date: 2022-08-31, device manufacture date: 2020-08-26 medical device lot #: 0272988, medical device expiration date: 2022-10-31, device manufacture date: 2020-09-28. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that after sampling with a bd preset" eclipse" the protective cap did not close properly and sample leakage occurred. The following information was provided by the initial reporter, translated from (B)(6) to english: after sampling, the (B)(6) stopper turns in a vacuum and does not close properly, so many samples taken by the emergency department arrived at the analysis laboratory with problems of maladjustment of the stopper and leakage.